Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted stryker to report that a customer¿s device was not producing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device did not emit audio prompts. This fault was attributed to a faulty y4 crystal, which provides the clock signal required to synchronize the speech chip¿s operations. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted stryker to report that a customer¿s device was not producing voice prompts. Absence of voice prompts may lead to an inability understanding how to use the device correctly, which could prevent or delay defibrillation therapy. There was no report of patient use associated to the reported event.